Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No display ramping in its own anomaly or frozen display anomalies noted. The device had cracked case at lcd window corners and reservoir tube. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No traces of moisture at electronic and motor assemblies noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 224 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.